Event description:
I had lasik in 2000 to correct issues related to general nearsightedness. The surgery was performed at (B)(6) location. I had the initial lasik surgery and then when my situation worsened had what is known as an "enhancement" which was another surgery at the same location 6 months later. In the past 13 years I have been told that I either have keratoconus or corneal ectasia. After reading online and seeing info, my post lasik life-altering vision deterioration was a direct result of surgery and not a pre-existing issue, such as keratoconus.